Event description:
It was reported that scrubber misaligned issue. It was reported that the avvigo plus multi-modality guidance system was selected for intravascular ultrasound (ivus) examination of target lesion. During the procedure, it was found the measurement data was inaccurate.

Manufacturer narrative:
D2b, pro code: dsk d4, UDI #: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. E1, initial reporter phone: (B)(6).